Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's vns was firing non-stop and causing intense chest and neck pain. The patient also felt sick and faint. Symptoms resolved after the output current was decreased from 2.00 ma to 1.50 ma. The patient's family reported that there was no trauma or manipulation to the vns. System diagnostics were within normal limits. The patient had previously been set to an output current of 2 ma for over 6 months. It was reported that the patient was admitted to the cardiac unit due to the chest pain; however, the full cardiac workup turned out to be negative. The patient's family indicated that they had been swiping the magnet more often which they believed could have led to the overstimulation. On the day of the event, he had an otherwise normal day until the evening when he suddenly "grasped his left chest" and stated that he was having sharp pain and discomfort. He also reported that he was having difficulty swallowing. This episode lasted "several minutes but seemed better" by the time they arrived at the hospital. While in the hospital, however, he again experienced "about 5 minutes" of grasping his chest, and experienced a sharp pain, throat pain, and difficulty swallowing. He continued to have repetitive episodes of chest pain, throat discomfort nausea, and feeling "sick" until the vns output current as decreased. The family felt that the patient's vns was firing longer than normal. No further relevant information has been received to date.

Event description:
It was reported that the only intervention taken when the patient was hospitalized was that the patient's settings were turned down. After that the patient was fine until two weeks later, where the symptoms, recurred and his device was disabled. She said that the patient was now fine. No further relevant information has been received to date.